Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead would not fixate fully and kept dislodging. The lead was positioned many times and never would fixate full due to placement difficulty. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.